Manufacturer narrative:
(B)(4).

Event description:
The customer alleges during insertion, while advancing the stylet on the catheter to test it, the doctor noticed the end of the catheter was not sealed.

Event description:
The customer alleges during insertion, while advancing the stylet on the catheter to test it, the doctor noticed the end of the catheter was not sealed.

Manufacturer narrative:
(B)(4). Upon evaluation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 03/ 12/2018, was sent in error.